Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented at a follow up in clinic. Upon interrogation, the right atrial lead exhibited reproducible noise that led to inappropriate automatic mode switch. No intervention was performed. The patient was in stable condition.